Event description:
The manufacturer received a report of a ¿ventilator inoperative¿ alarm occurring on a bipap a40 device. A company sales representative visited the medical institution and replaced the device. There were no reports or allegations of patient injury or harm associated with this event. The device was subsequently returned to the manufacturer for evaluation. Device log files were successfully downloaded and reviewed in their entirety. Log review identified an error indicating the device was unable to write to the event log. To address this issue, the printed circuit assembly (pca) was replaced. Additionally, a life related smell was observed, so the blower and outlet flow paths were replaced. Following service, the device passed all testing.